Event description:
It was reported that this pacemaker was found to be operating in safety mode during a routine follow-up. No adverse patient effects were reported. This pacemaker remains in service.